Event description:
Anesthesiologist reports the anesthesiologist was preparing pt for surgery, attaching one syringe of versed and one syringe of fentanyl to the manifold. The anesthesiologist states the anesthesiologist withdrew normal saline from the stopcock to flush the i.v. Catheter, turned off the stopcock, and injected the normal saline for the flush and at this time supposedly the syringes emptied into the line and the patient received an overdoese of versed and fentanyl. The reporter stated the pt was administered narcan for reversal and has fully recovered.